Manufacturer narrative:
(B) (4).

Event description:
The patient was experiencing withdrawal with a symptom of confusion. Multiple motor stalls were noted in the event logs; the final stall did not recover. The pump was replaced. The device system was used to deliver lioresal.